Event description:
It was reported, the patient had two leads that did not function.

Event description:
Additional information received reported the patient was referred to a pain clinic and touched base with clinic one week prior.

Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID 377760, lot# v014129, implanted: 2006 (B)(6); product type lead product ID 377760, lot# v014129, implanted: 2006 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3708120, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).